Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the device revealed the glass cap was detached/separated from the device and not returned. Severe detritus adhesion was observed on the surface of metal cap as well as moderate devitrification at the output window. The observed condition of the fiber is consistent with devices that experience constant heavy tissue contact. Fiber tip devitrification is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was functionally tested with helium-neon (hene) laser fixture, no breaks were visible along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Based on the investigation results the reported allegations were confirmed. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The glass cap detachment likely occurred due to elevated temperatures near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU) and the user maintains a 2mm working distance between the tissue and the fiber tip during use. Further analysis noted that where there is tissue adhesion through constant and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact/adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photoselective vaporization of the prostate case, the fiber would cut off on vaporization mode. There were no stones present. The physician replaced the fiber and finished the case with a second fiber without clinical consequences to the patient. The fiber was returned and analysis identified that the glass cap had detached/separated.